Manufacturer narrative:
Prior to receipt of the medwatch report, steris had not been contacted regarding any issues with this surgical table. A steris service technician arrived onsite to inspect the surgical table and found evidence of damage to the table's column covers. The damage observed is consistent with items being stored on the base of the table. While onsite, the technician learned from facility personnel that they had been storing equipment on the base of the table. The reported event is attributed user error. Items stored on the base of the table can be caught on the column covers when articulating the table resulting in the covers becoming damaged over time. All items should be clear of the table base and column prior to a power-driven movement (up and down). The 4085 surgical table is manufactured with a warning label that is directly applied to the table base cover. This label contains a pictorial graphic indicating items should not be stored upon the table base. The label also includes the following text: "warning - do not store items on base - personal injury hazard/equipment damage hazard: failure to keep all personnel and equipment clear of the table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The user facility does not have a service agreement with steris; user facility personnel are responsible for performing all service activities. The facility's biomed department ordered new column covers and elected to repair the surgical table rather than steris performing the repairs. The technician counseled facility personnel on the proper use and operation of the surgical table, with focus on ensuring that items are not stored on the base of the table. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch # (B)(4), that at the beginning of a patient procedure user facility personnel made a commanded movement and heard a noise come from the column of their 4085 surgical table. Upon inspection, facility personnel identified that the column covers were bent. The patient was moved to a different table, and the procedure was completed successfully. There were no injuries associated with the reported event.